Event description:
It was reported that coil protrusion occurred. The target lesion was located in the mildly tortuous internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, anchoring did not work well when the coil was placed, and resistance was felt at the distal part of the catheter while pushing and pulling repeatedly. Subsequently, the coil was fully stuck in the middle part of the catheter when pulled back. The total length of the coil did not completely fit into the catheter and the entire catheter was remove, however the coil was noted to be protruding. The procedure was completed with another of same device. No patient complications were reported.